Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep from follow up reporting rep called back to provide more information to the report. Caller stated they met with pt for further troubleshooting and all connections and impedance values seem to be normal. Caller stated pt met with their hcp and their hcp will continue to work with pt to resolve the matter. Caller mentioned that pt recently moved into a new house that has an induction stove top and pt thought that may be causing the "buzzing and tingling sensations" when stimulation is turned off. Tss sent rep and email to provide case number.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the stimulation going on and off on its own, the issue turning the implant back on and the stimulation being off but still feeling stimulation was reported to be due to the patient being near an induction kitchen range. The patient indicated that they replaced the range with a non-induction electric range and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the stimulation went on and off on its own. Pt started noticing it maybe about 2 weeks ago after pt moved into a new place. Ever since pt moved, the device started working strangely. Pt said the new house has induction range and was wondering if this could be the root cause. Pt said the implant was in their butt area which was at the height of induction range's burners. Pt was also wondering about induction lighting. Information was reviewed with the patient. Pt reported sometimes they went to bed and turned off the stimulation but could still feel stim. Asked the pt to clarify if the issue was the feeling of stimulation or did the pt actually check the lightning bolt icon on the programmer. Pt said sometimes programmer showed stim was off but pt felt like it was on and sometimes pt did not feel it and could not get it to go on. Pt only noticed the above issue when they were inside of the house, therefore, pt suspected emi as a root cause. Pt had no falls. On the call pt was sitting on a kitchen chair and felt like they had a slight 'charge' (stimulation) but said their 'charger' was off all day. Patient services specialist (pss) suspect pt might be a little confused with the icons because when pss had pt connect on the call the programmer showed the lightning bolt. Reviewed stim was turned on. Reviewed to turn stim off pt needed to press the middle button. Pt turned ins off on the call. Asked if pt still felt stim. Pt said 'very little' because the setting was low. Reviewed it should not matter how high the setting was. Suggested pt should be writing down the time and date when they notice a problem and also check with the programmer if stim shows on or off. Redirected pt to follow up with hcp to check the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.